Event description:
It was reported that during an unk procedure, the white pad started slipping off the device and received an error code 5. They used a second device to complete the case with no pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.